Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft with a severe 'double back' kink 895mm distal from the distal end of the strain relief. The shaft itself was broken at the point of a severe kink. The hypotube broke 490mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found that the stent struts at the mid-section of the crimped stent were damaged and distorted. Stent struts were lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while advancing the device and subsequent withdrawal of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jul-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. Bed preparation was performed using a balloon dilatation catheter and a 20x3.50mm synergy stent was advanced but was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break and stent damage. This product is only ous approved but is similar to an approved us device.